Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). The date received by manufacturer has been used for this. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: cancer center infusion charge nurse reported that the tubing is being kinked at the air in line sensor, inside the large volume pump. She reported that they would have to throw away the infusion set tubing and start over and get a new set.

Event description:
It was reported that the unspecified bd intravascular administration set experienced kinked tubing. The following information was provided by the initial reporter: cancer center infusion charge nurse reported that the tubing is being kinked at the air in line sensor, inside the large volume pump. She reported that they would have to throw away the infusion set tubing and start over and get a new set.

Manufacturer narrative:
H6: investigation summary a complaint of tubing being kinked at the sensor was received from the customer. No product or photo was returned by the customer. The customer complaint of tubing kinked could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.